Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the complaint-handling database was performed and identified no other incidents reported for leaks from the reported lot. Potential causes for steerable guide catheter (sgc) leaks were considered, including manufacturing, patient morphology/pathology, and user technique/procedural conditions. Leaks can be influenced by manufacturing anomalies, such as tears in the valve or missing silicone fluid within the valve chamber. Leaks may be influenced by anatomical morphology/pathology, such as challenging patient anatomy (including a calcified or thick septum). Factors related to procedural conditions/user technique which can influence leaks include, but are not limited to, the steps utilized to de-air the device during guide preparation, loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or not following the procedural steps outlined in the instructions for use (IFU). In this case, it is possible that the steps utilized during the transseptal puncture or user technique of removing the sgc and re-preparation contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the steerable guiding catheter leak during device preparation. Leaks have the potential to cause or contribute to air embolism in the patient. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The anatomy was noted to be challenging with both leaflet prolapse and a shortened posterior leaflet. The steerable guiding catheter (sgc) was inserted into the anatomy; however, the transseptal puncture was lost. The sgc was removed and re-prepped. During preparation, the sgc would not maintain fluid column; therefore, the device was replaced. A new sgc was used without issue. Two clips were implanted, reducing the mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.